Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, use of scopes used on patients with jakob¿s disease on other patients, could not be identified. This complaint is a copy of the complaint filed against 22 patients who underwent endoscopic examinations using the gif-h290t at the facility, after it was discovered that the patient was infected with cjd (creutzfeldt-jakob disease). For the results of the investigation into this incident, see original complaint (B)(4). The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labelling review: not applicable because evidence for defects caused by user misuse could not be obtained.¿. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope was previously used during an endoscopic examination on a patient infected with creutzfeldt-jakob disease (cjd). After reprocessing, the device was then used on additional patients. In total, the device has been used in 22 procedures. There were no reports of other confirmed cjd infections/patient harm. This report is for the subsequent patient that used the device after the reprocessing.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.